Event description:
It was reported that when the asymptomatic patient presented in the operating room for a device replacement, externalized conductors were observed. The lead remained implanted and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).